Event description:
The patient was in the recovery room status post craniotomy surgery. The patient was hemodynamically stable and recovering as expected. Staff began to remove equipment and IV lines that were no longer needed. As the nicardipine drip was removed from the infusion pump (no longer required) the patient received inadvertent bolus of medication, with resultant hypotension. She was treated with IV fluid, epinephrine, phenylephrine and was started on phenylephrine drip. She responded well to treatment, and stabilized quickly. The pump was sequestered for analysis and the patient was transferred to the neurosurgery ICU where she improved quickly, she was transferred to the step down unit on post op day 3, and was discharged uneventfully without sequela. Analysis of the pump demonstrated free flow state without an alarm. The pump has been returned to the manufacturer for further review. Manufacturer response for smart pump, (brand not provided) (per site reporter). Investigating.